Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b6 relevant tests/laboratory data, inclu - correction g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. Typically, the patient¿s bg level was low which was self-treated at home. On the day of the event around 10:00pm, the patient was sitting, working on putting together legos when he started feeling lightheaded, his hands started tingling, and he became numb. At the time he did not realize the sensor was inaccurate. After he recovered from the event, he realized that at the start of the event the cgm values were approximately 30 points higher than what his actual bg may have been. As a result of the inaccuracy, the app did not alert him to his actual bg level. At some point the cgm reading was 66 mg/dl. Although he began to lose consciousness and did not check his bg level with a glucometer, he was able to call his spouse to get him some juice, and she remained with him. His vision became blurry, and he lost consciousness before the juice could take effect. His spouse transported him to the emergency room (ER), and he arrived at 1:00 am. At the ER he regained consciousness, and at some point, the blood glucose reading was 30 mg/dl, and the cgm reading was around 60-66 mg/dl. Treatment included IV fluids, oxygen, and a drink containing potassium. Testing included electrocardiogram (ECG), bloodwork, and bg fingerstick for monitoring. He remained at the ER for less than 12 hours. He did not remember other bg and cgm values. After his bg level stabilized, he was discharged later that morning around 8:00 am. He did not go to work and continued to recover slowly at home. At the time of the event the patient was taking oral hydrocodone 5 mg/acetaminophen 325 mg twice a day for an unrelated medical condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 points higher. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On the day of the event around 10:00pm, the patient started feeling light, his hands started tingling then became numb. He thought he was fine because he did not have alerts or alarms. Bg fingerstick were taken at the emergency room. He did not realize he was out of it at home (because the sensor was reading 30 pts higher than what he thought the actual value was). He was not able to take a fingerstick as due to the deterioration of the symptoms, he had begun to gradually lose consciousness. While he was still a bit conscious, he called his wife for help and to get some apple juice to administer this. The vision got worse and blurry. The patient's wife assisted him to sit down and drink the apple juice and rubbed his back, but once the wife was doing so, the patient lost consciousness completely. The patient was brought to the hospital by his wife. When they arrived at the hospital, it was around 01:00am. The patient regained consciousness and when a fingerstick was taken the blood glucose reading was 30 mg/dl, and the cgm reading was around 60-66 mg/dl. The patient was treated with intravenous fluids and was given an unknown drink that contained potassium. An electrocardiogram (ECG) test, bloodwork was done, and oxygen was given. The patient was discharged on the same day at around 08:00am and would have stable blood glucose readings then. At the time of the report, the patient had still not recovered fully and was forced to stop attending work for the meantime until his condition improved. Around the time of the report, the patient was taking hydrocodone 5mg containing 325mg acetaminophen twice a day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 points higher. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.